Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) was confirmed. As received, the cable connecting ECG a and b to the front therapy electrode was pulled from the strain relief, pulling the cable connector j703 on the distribution node pca. The cause of the test failure was the pulled cable and connector. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A u.s. Distributor contacted zoll to report that an electrode belt was unable to complete incoming functionality testing.